Event description:
It was reported that this right atrial (ra) lead was dislodged. Subsequently, the patient underwent a revision, and this lead was repositioned. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.